Event description:
It has been reported that pump has not worked for days, no disposable clamp tubing, and several other two tone alarms. Replacement device sent. No further details provided. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.